Event description:
It was reported that during a laparoscopic appendectomy procedure, the cartridge popped out of the device as it was being repositioned. The cartridge fell into the patient and was retrieved with a grasper. The device fired properly. There was no adverse consequence to the patient reported.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.